Manufacturer narrative:
Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer reported reusing cartridges. Customer was instructed not to reuse cartridges per the user guide. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was 251 mg/dl at time of event.